Manufacturer narrative:
The insulin pump was received with a blank display followed by an unexpected constant audio tone due to moisture damage at the electronic assembly. Also the pump was received with moisture damage on the motor, vibrator tube, and battery tube assembly. They were unable to perform full functional test due to the blank display. The pump was received with a minor scratched lcd window, a cracked case at the display window corners, a cracked belt clip slot, and a broken reservoir tube lip.

Event description:
The customer's mother reported via phone call that the customer's insulin pump stopped working because it fell into salt water while her son was on school break. The pump began to alarm and vibrate before it went blank. Caller stated that the pump is vibrating without an alarm or alert. Caller stated that the pump display went blank immediately after the pump was exposed to moisture. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the insulin pump will need to be replaced.